Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received medical treatment because sensor caused them bleeding during insertion. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the site was not actively bleeding. Customer stated that they were unsure if sensor was tugged or pulled on after insertion. Customer reported that the bleeding stopped. The sensor will not be returned for analysis.